Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was pulled from strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.